Event description:
Information was received from a patient regarding an external device. The reason for call was patient said they were getting zapped. Patient said they turned the implanted neurostimulator off and was told to keep it off until today. Patient then said when they got up today they tried to turn the device on but the communicator would not turn on at all. Patient stated they can't go to their app on their device. Agent walked patient through resetting communicator. Patient was not able to get communicator to power on. The issue was not resolved through troubleshooting. Agent recommended patient plugs communicator into wall for the next 30 min, agent will call patient back to check on communicator status. Agent called patient back after about 40 min, patient had the communicator plugged in the whole time but it did not wake up and unresponsive. Patient tried to reset the communicator and turn it on, but no colors flashed. A replacement communicator was sent out.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, lot# serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the programmer and phone say "not responding" or device not found, there were several error codes. The patient met with a manufacturer representative (rep) to reprogram and called tech support to troubleshoot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.